Event description:
The pt underwent a sling procedure to treat urinary incontinence. The procedure was performed under local anaesthetic. Surgeon did not use the scissors for the lateral dissection and instead inserted the winged guide in the tract following the needle which was used for the anesthetic. Pt was discharged home. On post op day 6, the pt complained of leg pain on the left side and difficulty with movement. Surgeon suspected secondary hematoma. Pt had CT scan which showed no hematoma.